Event description:
Customer reported at 8:30am, device = 551 mg/dl. Customer called hospital and went to the emergency room (ER). Hospital device = 221 mg/dl. Customer also had blood and urine tests performed and reaults were normal, howeverm values and type was not provided. No treatment was recieved and customer was released. Device was not coded correctly. No controls were used. A request was made for return product and replacement product was sent.